Event description:
Boston scientific received information that during routine follow-up, it was noted that this pacemaker and right ventricular (rv) lead exhibited oversensed noise and high out-of-range pacing lead impedance. No pauses was observe. The device was reprogrammed. The patient would continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.